Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. The customer reported getting hospitalized sometime in august, 2014. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. The customer reported that the cannula of the infusion set of the insulin pump was bent. No additional information was provided.